Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot#: la7596, implanted: (B)(6) 2005 explanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a revision surgery many years ago following a car accident. They stated that the lead was in the back of their neck, so when they got into the accident it pushed the lead against their spinal cord. They stated that since they redid the lead it had been kind ¿iffy¿. They stated that when they turned their head a certain way they could feel stimulation more than other times. They stated that it wasn¿t a big deal but it was different. It was reported that the issue of the lead moving to their spinal cord after their car accident and the stimulation feeling different after the revision occurred in 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.